Manufacturer narrative:
Additional information: investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava perforation, embedded, unable to be retrieved, anxiety, stomach pain/cramping. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Unknown if the reported anxiety, stomach pain/cramping is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information to report at this time.

Manufacturer narrative:
The previous MDR was submitted by william cook europe under manufacturer report reference # 3002808486-2019-00499. Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial report, cook inc informs that all future submissions regarding this complaint will be handled under manufacturer report number of this initial medwatch report. Occupation: non-healthcare professional. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional information become available.

Event description:
The patient allegedly received an implant on (B)(6) 2012 via the right common iliac vein due to a history of dvt prior to gastric surgery. Patient is alleging the device is unable to be retrieved, multiple struts perforating iliac wall (8mm), strut abuts adjacent bowel of colon, embedded. Patient further alleges "fear and anxiety filter(s) will cause more damage and perforate colon. Stomach pain and cramping. CT scan of filters shows the cook filter in the right common iliac vein has multiple struts perforating the iliac wall. Centrally a strut projects as far as 8mm in vein and abuts adjacent bowel and the colon of the filter projects outside the vein wall dorsally". Dated (B)(6) 2012, ir venocavagram inferior serial bilateral lower extremity venogram ivc gram/bilateral iliac vein filter placement, details, "angiogram through existing catheter reveals a well-positioned tulip filter in the right common iliac vein and a well-positioned meridian filter in the left common iliac vein". Dated (B)(6) 2016 ir removal ivc filter, procedure attempted retrieval of bilateral iliac vein filters details, "a prolonged attempt was made to snare the hooks of the filters. Additional imaging at angulation suggested that the hooks of the filters are likely embedded in the walls of the veins. Additionally legs of both filters appear firmly embedded in the walls of the veins. As these filters have been in place for 3 years and appear firmly embedded, further attempts after retrieval were abandoned. Impression: unsuccessful attempt at retrieval of bilateral iliac vein fitters". Dated (B)(6) 2019 CT of the abdomen without IV contrast details, "impression: bilateral common iliac filters in place. Positioning is acceptable. Strut excursion more notable in the right common iliac vein where an anteromedial strut projects as far as 8 mm in the vein wall contacting the region of adjacent bowel without inflammatory change".